Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, a vibratory alarm due to non-sustained oversensing episodes was observed. Oversensing of the atrial activity on the ventricular channel was suspected. The device was reprogrammed. Patient's condition was good.